Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator performed shock but there was a ventricular tachycardia episode over 12 minutes in duration. Interrogation in clinic concluded that the shock was appropriate and successful but delayed due to the tachycardia zones program settings. Programming changes were performed.